Manufacturer narrative:
Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device came out. During the procedure, when the angio-seal device was withdrawn, the angio-seal device fully came out of the insertion sheath and the hemostasis failed. There was no patient injury, medical/surgical intervention required. There was no health damage to the patient. The estimated blood loss was less than 250cc. The procedure before deploying the device was a percutaneous coronary intervention (pci). There were no other devices or equipment used with the reported product. Additional information was received on 30jul2021. During the procedure, when the angio-seal device was withdrawn, as no snap lock was heard, the physician applied more tension with strong force, then the angio-seal device fully came out of the insertion sheath. The device was withdrawn without locking and the collagen was pushed with the tamper tube. Then hemostasis was successfully achieved.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 8fr angio-seal vip was returned for product evaluation. The returned product included the header bag, hemostasis sheath and carrier tube assembly. Visual inspection revealed that the carrier tube was mated to the hemostasis sheath. The locking mechanism was set to full rear lock position. The clear stop was released. The suture was observed to have a clean cut distally to the clear stop. There were no signs of deformation or damage on the returned device. Functional testing was performed on the returned sample. The returned carrier tube assembly was unmated from the hemostasis sheath and re-inserted into it, click sound was heard. The complaint could not be confirmed as the device sleeve was properly mated with the sheath. The exact root cause cannot be determined. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the fmea.